Event description:
Reporter indicated a vns therapy pt was transported to hospital due to his being partially unconscious or with episode of unconsciousness. Sometime he cannot do what the other people are asking him to do. As physician does not know the reason yet for this problem, doctor preferred to turn off the generator. A diagnostic test has been performed but pt has heart problems. He is taking anticoagulant medication, he is also suffering from parkinson disease. His heart is now beating 60 beats/min. He has also been receiving oxygen. Good faith attempts to obtain add'l info have been unsuccessful to date.